Manufacturer narrative:
Device analysis: date of procedure: 9/25/1997. On pusher wire it was observed that core wire was bent in a 45 degree angle proximal to hypo tube. Three windings from main coil were stretched, bent proximally over hypo tube, and then core wire broke. Proximal end of main coil was folded back upon itself in catheter's distal shaft, 6.5cm proximal to distal end. Most probable cause for these anomalies could be use of gdc-10 coil with tracker-18 unibody catheter. Per the labeling instructions: * "precaution: only gdc-18 coils should be delivered through tracker/fastracker-18 infusion catheter. Only gdc-10 coils should be delivered through tracker/fastracker-18 catheter, gdc-10 coil could fold back upon itself resulting in jamming, stretching or breaking."

Event description:
It was reported to target that with the gdc not fully inserted into the aneurysm, the physician pulled the coil but the coil detached in the catheter. There was no impact to the pt and pt is doing fine.